Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd luer-lok¿ syringe the device was damaged while still operable with perforated pieces coming off the device. The following information was provided by the initial reporter: perforated pieces came out.

Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Upon visual inspection, the upper part in the barrel near the luer is damaged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the molding process. The material does not flow in its entirety and the product is not completely molded. Action include review state of the mold, if a variation is found, change them and include verification of the mold in the annual maintenance plan.

Event description:
It was reported by the customer that during use of the bd luer-lok¿ syringe the device was damaged while still operable with perforated pieces coming off the device. The following information was provided by the initial reporter: perforated pieces came out.